Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure on (B)(6) 2022. During the procedure, the balloon was inflated; however, upon reaching 7 atm the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual and microscopic examination found the balloon was torn circumferentially. No damages were found on the catheter of the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The circumferential tear found could have been interpreted by the customer as the reported event of balloon burst. The balloon was found to be torn circumferentially, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to be torn circumferentially. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure on (B)(6) 2022. During the procedure, the balloon was inflated; however, upon reaching 7 atm the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.